Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed at a device check. The patient received a notification alert. Non-sustained rv oversensing episodes were triggered when the device sensed the end of the qrs as a second event. Device was reprogrammed. The patient was stable before, during and after the reprogramming.